Event description:
Damaged catheter was found. The indwelling period was 42 days. The product was used and maintained at the patient home. However, the patient is visually impaired and it is highly possible that the patient unknowingly flushed the looped catheter, which led to the catheter damage. The user would like to know the possible cause of the incident.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.